Event description:
A site representative reported a damaged spine clamp. The screw is worn out, stripped, and the user is not confident if the issue is with the clamp driver or the screw itself. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available as the suspect part has not been returned to manufacturer. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect part not returned to manufacturer for analysis.

Manufacturer narrative:
Lot number and device manufacture date provided.the device was returned to the manufacturer for analysis and showed signs of physical damage. The spine clamp face is severely bent to one side causing great difficulty during attachment. Otherwise, the attachment screw was not damaged and functioned normally. The reported event was confirmed. The device was replaced to resolve the issue.